Event description:
It was reported that the implantable pulse generator was unable to establish connection. Patient had an unrelated surgery, however the device was not placed in surgery mode rendering the device inoperable. Patient has no therapy as a result. A device reset was performed, and the device was restored, enabling communication and restoring therapy. Patient was stable.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
H6 code correction the device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.